Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was resetting. Upon evaluation, the computer / analog (ca) board passed flash testing. The cause of the resets could not be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.